Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument and failure analysis evaluation was completed. The instrument was found to have a torn jaw cover to the distal side with no missing material. The instrument was also found to have tears to the jaw cover to the proximal side. A piece approximately 0.028" x 0.068" in size was missing and not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument had a cable break. The procedure was continuing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and confirmed that there was no patient injury and that a new synchroseal instrument was opened to continue the operation.